Event description:
One year post hip replacement. Company: stryker modular implant prosthesis: rejuvenate date of surgery (B)(6) 2011. Initial recovery went well. In (B)(6) 2012, noticed difficulty climbing stairs/hip flexion/ round of anti-inflammatories/round of physical therapy/stretching exercises/heat/cold/water therapy failed to reduce symptoms. At one year follow up with orthopedic surgeon - dr. (B)(6) - on (B)(6) 2012. I was told this is a problem being seen in patients with this prosthesis. "Classic symptoms" which will be evaluated by lab tests and MRI - I have these scheduled next (B)(6) - (B)(6) 2012. My understanding is that the FDA had issued an alert about this prosthesis (B)(6) weeks ago to orthopedic physicians, though there has been no recall yet. I am concerned that this device is still being used. I will confirm my problem through appropriate tests and physician follow up. Diagnosis or reason for use: l hip osteoarthritis/djd.